Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) ¿ aviva expert system 1, serial number ¿ (B)(4). Aviva insight system 2, serial number - unknown.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 18 mmol/l on aviva expert meter (system 1) and 3.2 mmol/l on aviva insight meter (system 2). Customer allegedly received the following results, with two different meters, within 10 minutes: 14.7 mmol/l on aviva expert meter (system 1) and 7.0 mmol/l on aviva insight meter (system 2). The same vial of test strips was used for both comparisons. No adverse event reported. Requested return of the alleged device for evaluation.